Manufacturer narrative:
Service performed multiple troubleshooting procedures which resolved the issue and was confirmed with a successful control and precision run. Tracking and trending review for the alinity hq did not identify any trends nor an increase in complaint activity. Labeling was reviewed and adequately addresses the complaint issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity hq processing module, (B)(6).

Event description:
The customer observed a falsely depressed hemoglobin result generated on an alinity hq processing module, (B)(6), which repeated higher on another alinity hq processing module, (B)(6) for a 48-year-old male patient. Sid (B)(6): hgb initial result = 5.44l g/dl, repeat result sid (B)(6) = 8.04l g/dl. The results generated on (B)(6) were not reported out of the lab. There was no impact to patient managment.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Additional information for section a1 patient identifier: two sample ID's were provided for one patient: (B)(6). All available patient information was included. Additional patient details were not provided.

Event description:
The customer observed a falsely depressed hemoglobin result generated on an alinity hq processing module, (B)(6), which repeated higher on another alinity hq processing module, (B)(6) for a 48-year-old male patient. Sid (B)(6): hgb initial result = 5.44l g/dl, repeat result sid (B)(6) = 8.04l g/dl the results generated on (B)(6) were not reported out of the lab. There was no impact to patient managment.